Manufacturer narrative:
A customer technical support (cts) assisted the customer to power down the instrument and the computer, and unloaded all the cartridge chemistries (cc) reagents. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse booted the instrument without errors and indicated that there was no burning smell evident. The fse loaded all reagents, calibrated the analyzer and ran qc without incident. A clear root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci), and reported a burning smell coming from the back of the unicel dxc 600 synchron clinical system. Per customer, they did not see any smoke. The customer indicated that the monitor turned black. No injury has been reported in connection to this event.